Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information was received from a consumer. The patient reported that he was scheduled for a lumbar MRI (magnetic resonance imaging) on (B)(6) 2016. The patient did not know why the hcp (healthcare provider) wanted to do an MRI; whether it was to check on symptoms that he still had or have never gone away. Following the first MRI (date not provided), the patient was told that there was nothing wrong. Reportedly, the patient has had several MRI's; however, specific details were not provided. The patient had a bunch of changes in his symptoms including numbness in his legs and feet and weakness in left leg which occurred a month or more after the pump was implanted. It was unknown if the symptoms were related to the device or therapy. It was also reported that the patient has sweating from pain that existed prior to the pump and stim implants.

Event description:
It was reported that the patient experienced symptoms of numbness of his whole left leg and the bottom of his foot. The patient¿s symptoms started a couple of days prior to (B)(6) 2014 and, recently, they had gotten a lot worse. An orthopedic surgeon ordered an MRI of the patient¿s lumbar spine and, when he looked at it, didn¿t see anything that would have cause the patient¿s symptoms. The patient had the MRI when she was at the hospital. On (B)(6) 2014, the patient¿s managing healthcare provider (hcp) lowered the doses because he was concerned and he put in a ¿numbing agent in there or something¿. At the time of this report, the patient¿s managing hcp had ordered an MRI of the patient¿s thoracic spine with and without contrast to see if ¿granules¿ were forming at the tip of the catheter. The reporter did not know the current or previous doses or concentrations. The reporter believed that the current drugs were also in the pump at the time the patient¿s problems began. The device system was used to deliver clonidine, bupivacaine, baclofen, and morphine. The cause of the event, diagnostic/troubleshooting results, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.